Event description:
Per the clinic, the device was explanted (specific date not reported), due to an infection (site of infection not confirmed). It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the infection was located behind the ear upon clinic observation on (B)(6) 2025; and the patient was treated with IV antibiotics (specific date and duration not reported). The date of the explantation surgery was on (B)(6) 2025 and the patient was reimplanted with a new device on (B)(6) 2025.